Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/30/2024. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: according to the information received, it was reported barb non-engagement in tissue. The product was returned to ethicon for evaluation. One open sample and nine unopened samples were received for analysis. The product sxpp2b400 code is double armed and bidirectional. During the visual inspection of the pen sample it was noted unused. The suture was dispensed without problems and examined along the strand and no anomalies were observed during evaluation. In order to evaluate the condition of nine unopened samples, the packets were opened. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand and no anomalies were observed during evaluation. Ten barbs were measured in in the strand of all samples, and all barbs met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. One needle suture piece was received for analysis product code sxpp2b400. During the visual inspection of the returned sample, marks that appears to be caused by a surgical instrument were observed on the body needles. The suture pieces were examined, and body fluids were noted along strands. As per the condition of the sample, the barbs could not be measured. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Per the condition of the returned sample, no conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on(B)(6)2024 and barbed suture was used. It was reported from the surgeon that the suture wasn't catching onto the tissue as if it were a non-barb. They were able to complete the remainder of the case without patient harm. Additional information was requested.